Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2019 with the following findings: during investigation, there was no evidence of short battery life observed. The pump electrical current draws were tested and were within specifications. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.